Event description:
During the procedure, after the device had been advanced through the scope, it was noted that the cutting wire was kinked. The device was removed and the case completed with a second device. There were no reported patient complications.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.